Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic,the recipient experienced a breakdown of the skin flap, exposing the receiver/stimulator. Subsequently the patient was underwent revision surgery on (B)(6) 2014 to reposition the device and repair the skin flap. The patient was treated with silver sulfadiazine and prescribed oral antibiotics post operatively. The implanted device remains.